Manufacturer narrative:
Results of investigation: it was reported that the ceramic liner was fractured requiring the removal of liner and cup. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. However, pictures were provided, which showed the broken explant. The primary surgery was performed in 2006. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that no operative notes nor any patient information has been provided for this investigation. It is unknown what precipitated the ceramic liner fracture. The impact to the patient beyond the surgery and recovery cannot be determined. Some potential causes of the reported event could include but are not limited to traumatic injury, abnormal loading of limb or wear. Internal complaint reference (B)(4).

Event description:
It was reported that in revision surgery the ceramic liner was fractured. After that, it was required removal of liner & cup. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.